Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump. Customer's blood glucose was over 400 mg/dl at the time of incident and was 300 mg/dl during troubleshooting. Troubleshooting found that drive support cap, basal settings, bolus wizard and time and date programming were normal and functioning fine. A high pressure test was performed and alarmed no delivery. Customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to follow up with doctor regarding high blood glucose.